Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouchultra2 meter has a display issue. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified date at time at the beginning of (B)(6) 2012, he discovered a "dark rainbow" on the display of the subject meter. The patient stated that he manages his diabetes with insulin, 8units of novolog, and increased his usual novolog dosage to 9 to 10units in response to the reported issue. At an unspecified date and time after the alleged issue occurred, the patient claimed to have developed symptoms of "lightheadedness, perspiration and disorientation". On (B)(6) 2012, the patient received advice from the doctor's assistant to "get the meter checked". During troubleshooting, the cca determined that there was any evidence of misuse. Replacement products were sent to the patient. Although the patient did not receive any medical treatment after the reported issue occurred, this complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.